Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor position encoder error alarm, motor error alarm and device exposed to magnetic field. Customer's blood glucose level was 56 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised they received a motor error alarm, performed the rewind process, placed a new reservoir and continued to receive the alarm. Customer advised the insulin pump was exposed to an MRI. Customer received the motor position encoder error alarm in addition to the motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during the rewind due to a motor encoder signal out of phase. Motor position encoder error alarms were confirmed in the alarm history. The insulin pump was received with a cracked reservoir tube lip, minor scratches to the display window, and a scratched reservoir tube window.